Event description:
Textured silicone breast implant, with development of alk-1 negative anaplastic large cell lymphoma in the breast. Additional info: dates use: 17 years. Diagnosis of reason for use: reconstructive cosmetic breast implant after prior mastectomies.